Event description:
The pt's mother conatacted lifescan in 2005 and alleged that her son's one touch ultrameter was having power issues. At the time of troubleshooting with the customer service agent, it was verified with the reporter that this was a new product and that the pt was using correct test strips. The reporter was asked to press the power button, but the meter would not turn on. The battery was checked and it was correctly installed and last repplaced less than a year ago. The condition of the batter was also good. The last time the pt was able to test on the meter was last month and he was visiting his doctor "now and then" to have his blood glucose level cehcked. He did not receive any medical treatment or intervention. Based on the information provided, there is an indication that the product has malfunctioned since the power issue was not resolved with troubleshooting. However, there is no information to suggest that the pt experienced injury and therefore, it can be concluded that the product did not cause or contribute to any injury. This case is reported as a mater malfunction. A replacement meter was sent to the pt.